Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome. Concurrent conditions included overweight, hypercholesterolemia, overactive bladder, metaplasia, adenomyosis, nabothian cyst, menses irregular and cervical spinal stenosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2017, linaclotide (linzess) since 2017 to april 2018, naproxen sodium (aleve) since february 2017, sertraline hydrochloride (zoloft) since 2005 and tramadol since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: multiple uti"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: never diagnosed but was depressed"), anxiety ("anxious about all the pelvic pain I was having") and nausea ("nausea"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("lower quadrant abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), dnc). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, nausea, dysmenorrhoea, fatigue, weight increased, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain lower, back pain and arthralgia had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2006. Insertion details, specify- there were also four coils noted in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received: new events " bladder or urinary problems or changes" were added. Event onset date updated. Medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, hypercholesterolemia, overactive bladder, metaplasia, adenomyosis, nabothian cyst, menses irregular and cervical spinal stenosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2017, linaclotide (linzess) since 2017 to (B)(6) 2018, naproxen sodium (aleve) since (B)(6) 2017, sertraline hydrochloride (zoloft) since 2005 and tramadol since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: multiple uti"), depression ("psychological or psychiatric problems condition: never diagnosed but was depressed"), anxiety ("anxious about all the pelvic pain I was having"), nausea ("nausea"), abdominal pain lower ("lower quadrant abdominal pain"), back pain ("lower back pain") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), dnc). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal pain lower, back pain and arthralgia had resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2006. Insertion details, specify- there were also four coils noted in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: multiple utis, psychological or psychiatric problems condition: never diagnosed but was depressed and anxious about all the pelvic pain I was having, nausea, dysmenorrhea (cramping), fatigue, weight gain, lower quadrant abdominal pain, lower back pain, hip pain were added. Outcome of events sever pain in the abdomen and back and left hip from unknown to recovered were updated. Concomitant drugs and conditions, new reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.